Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the findings did not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited dents on distal edge and outer tube, minor stains under light guide cover glass, cracks on side of video connector, distal fiber breakage and light guide transmission failed . There was no patient involvement.